Event description:
It was reported that t-wave oversensing was observed, therapy was delivered followed by a ventricular tachycardia below the detection zone. The patient is reported to have died. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that t-wave oversensing was observed, therapy was delivered followed by a ventricular tachycardia below the detection zone. The patient is reported to have died. Follow up later reported there is no allegation against the device as regards the patient death. There is no electrocardiogram from the time the patient died and no autopsy. The cause of death has not been determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing - multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (8 episodes nst, 1 episodes vf).